Manufacturer narrative:
(B)(4). Investigation results: one flexiva 200 laser fiber was received for evaluation. The laser fiber was returned broken. The fiber measured approximately 216.6 cm from the break and includes the entire distal tip. The remainder of the fiber including the sma connector was not returned. Therefore, a review and analysis of all available information indicated that the root cause is supplier manufacturing execution error. The product likely failed to meet the specifications due to the manufacturing process at the supplier site, and there is an investigation in place to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was used during a procedure performed on an unknown date. According to the complainant, the laser fiber was noted to be defective. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken.